Manufacturer narrative:
(Initial reporter address 1): (B)(6). (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the distal pierced hole was torn, causing the wire anchor to be dislodged from the extrusion. It is important to mention that the cutting wire was not observed broken. However, the wire anchor dislodged could be perceived by the user as cutting wire broken. Additionally, the device's working length was torn from the c channel to the distal section. The torn working length from the c channel to the distal section is an issue that could be caused during exchange of the guidewire from the tome; therefore, this failure is classified as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. It was also found during the investigation of the returned device that the cutting wire anchor slipped out causing the catheter to tear. Based on this failure, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during a cholangiectasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tome was difficult to bow and they noted that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during a cholangiectasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tome was difficult to bow and they noted that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.